Event description:
It was reported that during log file review it was noted that the driveline had been disconnected and the pump had been off beginning on (B)(6) 2023 at 9:11:40 am. The pump turned off after the driveline was disconnected. At the time of the event, it was noted that the primary system controller (hsc-108379) was powered by the emergency backup battery (ebb). It was noted that the mobile power unit voltages appeared to show that there may be a weak connection at the ac wall outlet. Events prior to 9:11:40 were unable to be seen in the log files. The driveline was then connected to the backup system controller (hsc-107404) at 9:43:58. The driveline was disconnected at 9:48:45. The driveline was reconnected to hsc-107404 at 9:49:25 and was disconnected again at 10:03:02. The driveline remained disconnected from hsc-107404 for the rest of the log files. The driveline was reconnected to hsc-108379 at 10:07:58. It appeared that the pump had been off for approximately 37 minutes, not including the unknown amount of time prior to 9:11:40. It was unknown what prompted the patient to exchange the system controllers. The patient was reeducated on alarms, system controller self tests, and how to manage his left ventricular assist device (lvad) equipment. There were no further alarms following the system controller exchanges. The patient was instructed to check the mobile power unit connection at the wall outlet. Related MFR #s: pump: 2916596-2023-02048, mobile power unit: 2916596-2023-02050, backup system controller: 2916596-2023-02051.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient¿s driveline becoming disconnected, causing the pump to stop, was confirmed via the provided log file. The log file from the primary system controller contained data spanning approximately 3 hours ((B)(6) 2023, 9:11 ¿ 12:19 per timestamp). The patient¿s driveline was observed to have been disconnected at the beginning of the log file on (B)(6) 2023 at 9:11, and the pump was observed to have stopped at 9:13. The patient¿s driveline was observed to have been reconnected at 10:07, and the pump maintained speeds above the low speed limit throughout the remainder of the data. Data from the backup system controller¿s log file indicated that the driveline was connected, disconnected, and reconnected to the backup controller multiple times in between 9:11 ¿ 10:07 on (B)(6) 2023, and these events will be addressed via the backup controller¿s investigation. The primary system controller was not returned for analysis. Per additional information, the cause of why the patient was disconnecting and reconnecting the driveline was unable to be determined. The patient was re-educated on alarms and equipment management. The root cause of the reported event appeared to have been user error in exchanging the controller in a manner that was not appropriate nor consistent with recommended labeling and guidelines. Review of the device history record for system controller showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook section 2 ¿how your heart pump works¿ instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. The heartmate 3 patient handbook section 2 ¿how your heart pump works¿ instructs users that backup battery power should only be used when in a power loss emergency. Inappropriate use of the backup battery¿s power may result in diminished run time during a power loss emergency. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ instructs users on how to resolve alarms that sound from their system controller, including alarms associated with no external power conditions, power cable disconnect, low voltage, and backup battery fault conditions. The heartmate 3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.